Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be residual aberration. In addition an early sensor expiration due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.